Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one magnum reusable biopsy instrument was returned to lavelle machine for service and repair. Functional testing was performed. The investigation is unconfirmed for self activation, as the device functioned properly under laboratory conditions and the reported event could not be reproduced. The driver passed all functional testing at the 22mm and 15mm positions. The definitive root cause could not be determined based upon available information. It is unknown if procedural issues contributed to the reported event. Labeling review: a review of the product instructions for use (IFU) procedural instructions, indications, warnings, precautions, cautions, possible complications and contraindications showed that the product labeling is adequate.

Event description:
It was reported that after fully priming, the device self-activated while in the "safety" position. There was no reported patient injury.

Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The serial number for the device was provided. The device history records are currently under review. The return of the device is pending. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that after fully priming, the device self-activated while in the "safety" position. There was no reported patient injury.